Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with symptoms consistent with recurrent corneal erosion in both eyes. Scalloping noticed with sodium fluorescence staining. Uncorrected visual acuity in right eye is 20/20 and in left eye is 20/40 with 3+ punctate epithelial keratitis (pek). Prescribed muro unguent 4 times a day in both eyes for 6 weeks. Patient was told to come back to center in 1 week or as necessary for follow up. Surgeon will consider bandage contact lens if no improvement or slow healing observed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of discomfort. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.50 x 3.00 x 20, left eye pre-op 20/20 -4.00 x -2.50 x 175.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.